Manufacturer narrative:
The left motor/gearbox assembly was returned for evaluation, and subsequent testing verified the complaint. Per the initial return evaluation, the brake wire was melted to the brush shunt causing an electrical brake failure with an error code and causing the motor to smell hot. Per the expanded evaluation report, there was discoloration to the brush shunt and insulation of the brake wire. When the motor was maneuvered near the strain relief, there was a five flash error code indicating a left park brake fault.

Event description:
Dealer advised end user stated she was in chair while being transported in a van and smelt smoke and burning and thought it was coming from the chair. Spoke with tech. Dealer advised did a load test and now getting six flash error code. Tech advised left motor is the issue, part 1163476. Dealer could not confirm smoke or burning received information from tech due to speaking with dealer and dealer phone disconnected. The dealer called back and verified that the smell of smoke and burning were by the left motor. The left motor/gearbox assembly was returned for evaluation, and subsequent testing verified the complaint. Per the initial return evaluation, the brake wire was melted to the brush shunt causing an electrical brake failure with an error code and causing the motor to smell hot. Per the expanded evaluation report, there was discoloration to the brush shunt and insulation of the brake wire. When the motor was maneuvered near the strain relief, there was a five flash error code indicating a left park brake fault.